Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; lot #: 0013079821; product type: 0195-heart valves; implant date: non-implantable device. Product ID: evfxplus-34; serial #: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within the same day a transcatheter aortic valve was successfully implanted, the patient had an ischemic stroke. Additionally, the following day, thrombus was identified within the patient's anatomy. Subsequently, the patient was prescribed medication and was hospitalized. Per the physician, the valve and procedure caused or contributed to the thrombus. Per the physician, the patients calcified or vegetative leaflets contributed to the thrombus. Additional information was received that thrombus and calcification were observed on an echocardiogram prior to the valve implant procedure and not observed on the device. The valve was implanted into the native annulus. Antiplatelet therapy (aspirin and plavix) were used following the valve implant. The stroke was confirmed with a computed tomography (CT) scan. The patient experienced left sided weakness upon awakening from the procedure. Vascular attempted clot retrieval was performed. Per the physician, the cause of the stroke was not known, and it may have been related to the wire, delivery catheter system (dcs) or valve. Additional information was received that a medtronic guidewire was used during the valve implant procedure.